Manufacturer narrative:
This product is not approved in the united stated; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker reverted to safety mode. An urgent replacement was recommended. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.